Manufacturer narrative:
On 18 april 2016 it was prepared a final report with the information already submitted in the initial report. On 19 april 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 15 february 2016. (B)(4). On 16 february 2016, the medical affairs director performed a clinical evaluation and commented as follows: multiple dislocations were reported on a primary tha performed a few months before revision. Modular head was exchanged for a longer one and hooded insert chosen. Dislocation due to insufficient soft tissue tension is a known problem of tha. No images are available to evaluate component positioning, and therefore there is no reason to suspect that the problem was due to defects of the devices.

Event description:
The surgeon revised the patient's ball head and liner due to the patient experiencing multiple dislocations. The ball head went from a cocr ball head 12/14 32mm -3.5 to a cocr ball h ead 12/14 32mm +3.5 and the liner went from a flat liner to a hooded liner. The surgery was completed successfully. The explants will not be returned. There are no x-rays available.